Manufacturer narrative:
(B)(4). Batch # p91x6m. The device was received with the blade broken off and not returned with the device; in addition, the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for the scalpel could not pass the pre-run test. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the scalpel could not pass the pre-run test. Changed the second device to going on. Failure pass the pre-run test: the scalpel could not pass the pre-run test. Changed the third one to complete the procedure. There were no adverse consequences for the patient.